Manufacturer narrative:
Concomitant medical products: (4) syringes, therapy date: (B)(6) 2015. The customer¿s report that a module shut off and registered error code 113 during programming on (B)(6) 2015 at 7:30am was not confirmed or replicated, although a failure was confirmed and a channel disconnect was noted. Review of the logs confirmed a scenario that matched the customer complaint that occurred on (B)(6) 2015 at 5:24am. During an infusion of meropenem a 13-1033-149 soft fault with sub code 12-208-4-0 occurred. A short time later a channel disconnect event occurred. The user acknowledged the channel disconnect message by pressing confirm key on the pcu device. After considerable testing the soft fault and sub code combination found in the logs could not be replicated. The syringe module was manipulated and a channel disconnect/loss of power event occurred. This issue was noted as an incidental finding and was not related to the channel disconnect that occurred during the soft fault. Physical inspection of syringe module sn (B)(4) noted the male iui connector that caused a channel disconnect/loss of power event to occur. The iui connector was found to have an insulating film on the gold plated contact pins and some of the connector isolating ribs were found to be damaged. The root cause of the customer complaint that a syringe pump shut off and registered error code 113 is associated with a software anomaly. This anomaly was determined to be caused by a race condition between an occlusion signal and the command to restart the infusion. After the occurrence of the soft fault the infusion cannot be restarted by pressing the restart key; the module must be power cycled in order to restore functionality. All other channels will continue to operate as programmed.

Event description:
The customer reported that the syringe pump shut off during programming and the device registered error code 113. The other 3 syringe pumps were not affected and continued infusing. No patient harm reported.